Event description:
It was reported a shaft break occurred. During introduction of a 2.75mmx16mm promus premier stent into a tortuous unknown lesion, the proximal shaft broke. The device was removed and the procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).